Event description:
It was reported the c10-3v transducer had damage to the lens with exposed circuitry. This was associated with an epiq elite ultrasound system. There was no patient or user harm. Information was provided to the customer for a replacement part to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The system has returned to service with no similar issues reported.